Event description:
Nurse in neonatal ICU heard a popping sound and found broken glass inside bililite and holes in the plastic lens that covers the glass shields over the lamps. Nurse turned the bililite off. Inspected by air shields on site 11-4-97.